Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted during a stent implantation procedure performed on an unknown date in 1998. According to the complainant, in (B)(6) 2014 the physician was reviewing a photograph of the stent and noted that the stent was implanted upside down. According to the physician there were no complications reported. It was also reported that the patient had died on an unknown date. In the physician¿s assessment, the stent was not related to the patient¿s death.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent misassembled. The device remained implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.